Event description:
Information was received from a healthcare provider via company representative regarding a patient with an implantable pump containing lioresal (2000 mcg/ml at 100 mcg per day simple continuous). It was reported that the patient was experiencing intermittent therapy and occasional withdrawal symptoms. There were no known environmental/external/patient factors that may have led or contributed to the issue. The managing provider ordered a catheter dye study in (B)(6) 2025. At this catheter study, the catheter aspirated as normal. The managing providers office scheduled a catheter replacement as well as pump replacement for this patient. After a couple small do titrations the patient and healthcare provider (hcp) decided to just order a catheter replacement to see if that would solve the problem. At this point patients hcp decided they would just replace the pump as well to make sure everything was working perfectly for the patient. Patients hcp stated that he had good cerebrospinal fluid (csf) drip with the new catheter, and when he connected the catheter to the new pump in the new pocket, he was able to aspirate very easily. The issue was resolved at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 02-nov-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 ¿ the pump was returned for analysis. Analysis of the pump found no anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.